Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported that the user¿s ilet touchscreen became unresponsive. The user later noticed a hairline crack on the display, which was believed to have caused the issue. A replacement was arranged. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.